Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm occurred when delivering a bolus. The process of rewind was performed and the insulin pump was restored and the self-test was performed and it was confirmed that the self-test was completed. Customer stated that they delivered a bolus again, but motor error alarm occurred again. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.